Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recently implanted vns patient underwent surgery on (B)(6) 2015 to explant her generator due to infection at the implant site. The lead was not explanted. The patient has been cleared by infectious disease for re-implant, but the patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient had underwent vns re-implantation surgery. No further information will reported unless relevant to the reported infection.